Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the device was unable to be interrogated. Technical support successfully restored the download to resolve the event. The patient was stable with no consequences.